Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an intermittent communication error message at boot up. No patient injury was reported.